Manufacturer narrative:
The suspect device was not returned for evaluation. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges the pack was identified as having an open package on one side and the contents were no longer sterile. No additional patient consequence to report.